Event description:
It was reported by the customer that during the secondary chemotherapy infusion with equashield, the IV tubing was positioned over the pump and became "kinked over on itself." This infusion was for 50ml and was intended to be administered over a duration of 30 minutes. Upon review, the clinician found that only half of the bag had been infused. The clinician then reset the infusion with the same volume to be infused (vtbi), which was completed in twenty-six minutes. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.